Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a continuous renal replacement therapy of the patient, the securement wing was still attached on the skin via suture when the nurse found out that the femoral vein catheter prolapsed and moved out of position 20 centimeters. It was stated that the suture wing could not fix the catheter, and the suture wing did not fix the catheter, causing the catheter to detach. It was pulled out during the treatment process. It was estimated that the stitched suture wing was too loose. The procedure was stopped immediately; the catheter was removed from the front, and hemostasis was performed by compression for 20 minutes. It was stated that the treatment was delayed for about 20 minutes. A new catheter was implanted and used to complete the treatment. An ordinary hemodialysis treatment was done as intervention required due to the event. There was no blood loss, and no blood transfusion required. There was nothing unusual observed on the device prior to use. Flushing was not done prior to use; no cleaning agent was used on the device and on the luer adapter; no other products being utilized with the device; and, no other damages or defects on the de vice. There was no tego utilized. There was no patient injury.

Event description:
According to the reporter, during a continuous renal replacement therapy of the patient, the securement wing was still attached on the skin via suture when the nurse found that the femoral vein catheter prolapsed and moved out of position 20 centimeter. The procedure was stopped immediately, the catheter was removed and hemostasis was performed by compression for 20 minutes. It was stated that the treatment was delayed for about 20 minutes. A new catheter was implanted and used to complete the treatment. An ordinary hemodialysis treatment done as intervention required due to the event. There was no blood loss and no blood transfusion required. There was nothing unusual observed on the device prior to use. Flushing was not done prior to use, no cleaning agent was used on the device and on the luer adapter, no other products being utilized with the device and no other damages or defects on the device. There was no tego utilized. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the first image and second image showed the catheter inserted to the patient and in a bag; and, the suture wing was attached to the cannula and patient. It was reported that there was a securement wing issue, and there was a catheter migration issue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a continuous renal replacement therapy of the patient, the nurse found that the femoral vein catheter prolapsed 20 centimeters. The procedure was stopped immediately and was delayed slightly. The catheter was removed and hemostasis was performed by compression for 20 minutes. It was stated that a new catheter was implanted and had been used to complete the treatment. There was no blood loss and no blood transfusion required. There was nothing unusual observed on the device prior to use. Flushing was not done prior to use; no cleaning agent was used and was not dry thoroughly; no other products being utilized with the device; and, no other damages or defects on the device. There was no patient injury.